Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels over 600 mg/dl and also had motor error alarm. The customer was treated high with manual injection. Customer's blood glucose value was 530 mg/dl. Customer was able to complete pump rewind. The customer reported that they delivered to bolus and he got no delivery alarm. Troubleshoot was performed. Customer performed a 5.0 unit fixed prime. Customer states the insulin exited. The product was not returned for analysis.